Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. However, the patient has a history of bowel obstruction which may have contributed to the report of high blood pressure and nausea. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the nausea and high blood pressure is due to a bowel obstruction which is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported high blood pressure and nausea after their trial procedure. The patient was taken to the hospital on (B)(6) 2025, and was released later that day. However, the patient went to the hospital on four separate occasions since then and was admitted on (B)(6) 2025 for severe stomach pain. The patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025, the trial neurostimulator was removed. No further issues have been reported.